Manufacturer narrative:
Additional, changed, and/or corrected data: d4, h4.

Event description:
Healthcare professional reported capsular contracture baker grade unknown. Later, healthcare professional reported capsular contracture "baker grade iii". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade iii. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported capsular contracture baker grade unknown. Later, healthcare professional reported capsular contracture "baker grade iii". This record is for the left side. Device remains implanted.